Manufacturer narrative:
UDI : (B)(4). The valve was returned for evaluation: DHR - lot 3808234, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, needle holes in the needle chamber were noted. The valve passed the tests for programming, occlusion, leak, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up this could interfere with the valve mechanism, but at the time of investigation no issues were noted.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported underdrainage of a hakim valve and it was explanted. No additional information is available.